Event description:
The user facility reported that the doctor used the involved angio-seal device as intended however the site continued to bleed as if the closure was not in place. The tech was able to hold pressure and attain hemostasis without a hematoma forming. The event occurred intra-operative. The patient was not injured, and surgical intervention was not required. Additional information was received on 17 nov 2022: the doctor stated that he thought that the issue he was experiencing was because he was not in the artery when he deployed, user error.

Manufacturer narrative:
Pt info: requested, not available. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).